Manufacturer narrative:
(B)(6).

Event description:
It was reported the powermax elite mdu hand control buttons failed. No smith and nephew back up device available. Manual process utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.